Event description:
A product liability claim was raised. The patient is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported by the patient's counsel that his client received an implant on his left hip on (B)(6) 2006 and was revised on (B)(6) 2012 due to progressive pain.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices. The device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008 as referenced above. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).

Manufacturer narrative:
This case was reopened on 07/14/2015 to enter additional information which had been received on 07/11/2015. Since this case is related to the issues for which zimmer implemented a notification in july 2008, zimmer (B)(4) will close this case once again. (B)(4).

Event description:
It has now been reported that the patient was implanted a durom us acetabular component 54/48 n. The patient was revised due to pain, corrosion and loosening.